Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio2: 1.1, lab: 2.4. Fingerstick and venipuncture drawn within mins of each other. "Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010 = 1.5, (B)(6) 2010 = 3.4, (B)(6) 2010 = 1.1. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.